Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va1sa0h serial# implanted: (B)(6) 2018 explanted: product type lead product ID 3708640, (B)(6) implanted: (B)(6) 2018 explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The low impedances were still there. It was recommended to do a extension replacement when the ins hits eri.

Event description:
Additional information was received from the manufacturer's representative (rep) who reported the case of impedance carried over to the patient's battery replacement. During the case, the healthcare provider (hcp) noticed the extensions were twisted. The hcp untwisted, unkinked and straightened the extensions. The options were given to troubleshoot or fix the issue, however the hcp choose to keep it as is. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40, lot# va1sa0h, implanted: (B)(6) 2018. Product type lead, product ID 3708640, serial# (B)(6), implanted: (B)(6) 2018, product type extension. Product ID 3708640, serial# (B)(6), product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va1sa0h serial# implanted: (B)(6) 2018. Explanted: product type lead product ID 3708640 lot# serial# (B)(6). Implanted: (B)(6) 2018 explanted: product type extension product ID 3708640 lot# serial# (B)(6) implanted: explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) who reported the battery was replaced due to eri. T he impedance did not resolve and the healthcare provider did not want to proceed any further.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1sa0h, implanted: (B)(6) 2018, product type: lead; product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #:(B)(4), ubd: 24-apr-2021, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 11-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had low impedances on the right brain electrode. Unknown if any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included checking the impedances at 3v. Interventions/actions included giving the patient the ability to turn down the right brain stimulation to 0 amplitude. The issue is not yet resolved. No surgical intervention occurred. Impedance measurements reported include the following: monopolar: c, 9: 244 bipolar: 8, 11: 208 9, 11: 158 10, 11: 175 8, 10: 244 9, 10: 182 8, 9: 168. No symptoms were reported. No further complications were reported or anticipated with this event.